Event description:
It was reported that the pt with degenerative scoliosis underwent surgery for implant of posterior spinal fixation. After 1-2 months,the connector loosened. Pt underwent a revision surgery. No pt complications were reported.

Manufacturer narrative:
The device has been returned to medtronic for evaluation. Evaluation is in progress.